Manufacturer narrative:
Per the user guide: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq feature was not resuming insulin delivery and customer had to manually resume insulin delivery. There was no reported impact to the customer's blood glucose. Customer did not provide further information. Tandem technical support reviewed pump data and found that the customer did not have basal iq activated at the time of the event and insulin delivery was manually resumed after auto-off safety alarms occurred. Although multiple attempts were made by tandem technical support to inform customer of data review, customer did not reply.